Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the si rep. Charley, called into technical support while off site to relay a message from the or staff. The or staff are currently setting up for a procedure and continue to get errors on arm3. The tse was not able to review the system logs, at onsite was not posting (reported under a separate sr). The tse recommended having the customer call tec. Support for real time troubleshooting and recommended performing a hard power cycle to attempt to clear the error. The customer will relay the tse's recommendations and requests the field engineer follow up as soon as possible to address and correct the continued arm3 issues. All available information was collected and the call ended. (Please refer to the original complaint under sr701192442 for corrective action). Brianna called during the procedure to report that arm3 was "locked up". Staff informed brianna that arm3 instrument was locked on tissue and stuck on the arm. Customer successfully used the release tool to open the jaws and then removed the instrument from the arm. Staff stated that arm3 was not working. Tse determine that an error had occurred and arm3 had been disabled. The procedure was completing as planned with no reported injury and less than 15 minutes delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse serviced the system for intermittent 32097 errors from the universal surgical manipulator (usm). The usm was replaced, and the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported problem was confirmed but not replicated. A system error log review recorded error 32097 coupled with error 32114. The unit was tested on an in-house system in normal mode, where no errors were triggered. Additional testing on a patient side cart (psc) fixture test platform (pftp) showed all tests passed, and visual inspection revealed no signs of damage. The complaint was confirmed by field evaluation, which indicates that the system may have contributed to the customer-reported complaint. The probable root cause is attributed to a defective clockspring on the usm.